Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch # 642c63. H1: not reportable. Upon review of the event description provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered not reportable. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the joint cover damaged, with a battery pack, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The articulation mechanism was totally functional during functional testing. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 642c63, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the stapler would not return to home position once home button was pushed. They removed battery and reinserted and still same issue. Opened another stapler to finish procedure without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.